Event description:
Smoke out of sv300. The pc1585/1586 has burnt. The inhouse engineer was repairing the sv300 (by exchange of 1585/1586). They saw that the cms resistor r5 on the pc board 1622d was unsolded and had fallen down in the unit. The pc1622d is next to the pc1585/1586. Report sent to authorities.